Manufacturer narrative:
Please refer to the attached analysis report..

Event description:
During incoming inspection at (B)(6) lifeline, the subject lead was determined to be non-conforming due to a foreign substance on the tray inside the sterile package.